Event description:
It was reported that the cot dropped with a patient on it that was experiencing cardiac arrest. It was reported that the locking mechanism did not catch while being raised. There was reported patient involvement and adverse consequences alleged. The patient allegedly sustained a laceration to the head, and the operators reported soreness and bruising.